Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the case was cracked near the battery compartment, its lower case was noted to be broken. It was additionally noted that the output connector assembly was broken,the keypad was scratched and that it needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. It then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) case cracked near the battery compartment. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.